Event description:
It was reported to boston scientific corporation that during a pubovaginal sling procedure using a precision twist transvaginal anchor system, the suture detached, but no portion of the suture fell inside the patient. The procedure was completed with another precision twist transvaginal anchor system without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.